Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. A sample is expected, but had not yet been received for evaluation. (B)(4).

Event description:
A nurse reported that the fluid/gas exchange did not work during the vitrectomy procedure. The procedure was completed with no harm to the pt.